Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) arrived at the site and evaluated the system. The fse could not determine what resulted in the gantry making contact with the catcher. Engineering reviewed the log files and determined that the chr collimator installed on detector 2 did not show a correct distance measurement for an abc value, it showed a -1, while detector 1 showed a value of 88, indicating a malfunction did occur. Philips engineering recommended to the fse to re-evaluate and calibrate the system, and if found to not be functioning properly to replace to collimator. (B)(4).

Event description:
Philips received a report that the customer site states that during a scan, part of the gantry bridge collided with the catcher. A collision was triggered activating an emergency stop and all motion was halted. The site reported the patient was not injured.